Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon was not inflating and blood was noted in the tubing. The iab was changed to continue therapy. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon was not inflating and blood was noted in the tubing. The iab was changed to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The pressure tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 75.4cm from the iab tip. Additionally, a flattened/deformed catheter tubing section was also observed from approximately 54.6cm to 57.4cm of the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing, extracorporeal tubing and pressure tubing was performed and one leak was detected on the membrane at approximately 22.1cm from the rear seal and measuring 0.08cm in length. The evaluation confirmed the reported leak, which appeared to had been caused by a sharp object. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).